Manufacturer narrative:
One ensite precision link sensor enable sn (B)(4) was received for evaluation at tech center. Evaluation testing of the link was unsuccessful as the link was connected and no communication was established with the test station. Based on the information and investigation provided to abbott, the root cause was isolated to the scu board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
Related manufacturing reference: 2184149-2023-00040. During the svt ablation procedure, it was noted that there was no magnetic location which caused delays to treatment. A link and field frame from a second system were used and the procedure was successfully completed with no adverse consequences to the patient.